Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to receive ineffective therapy after an appointment with a chiropractor. During the appointment, the chiropractor used a device that caused the patient to feel a pop in their back. An impedance check revealed high impedance. Reprogramming via assistance from a company representative was unable to provide needed therapy. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.